Event description:
The pt had severe angina and was treated with antibiotics. At the same time reaction to the acoustics remained. The pt removed the coil from their head and showed a painful reaction. In the clinic, telemetry showed "weak coupling" and again a painful reaction.